Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The registered nurse (rn) explained that they changed out the cassette and still were getting the same the alarm. The technical service representative (tsr) asked the rn if all supplies were changed out, the rn indicated only the cassette. The tsr reminded the rn that when it's necessary to change out any supplies that all must be changed and only changing one can introduce air to the set up. The tsr advised the rn to dispose of all supplies currently attached and start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because, the product code is unknown at this time. The lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn confirmed they did not have the supplies or the lot numbers to the supplies. The rn stated there was nothing wrong with the supplies themselves. The rn stated again there was no injury or medical intervention. There were no further details provided.

Manufacturer narrative:
(B)(4).this complaint for a use error - failed to follow therapy states was not confirmed. Per the complaint information, the root cause was use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.